Manufacturer narrative:
The used device was tested and no deviation was found. Please see evaluation summary. Evaluation summary: (B)(4). Used device: one used device was returned for testing. The used device was visually inspected, flow and leak tested and found to be in accordance with product specifications. Unused devices: no unused devices were returned for testing. Reference samples: the retained could not be tested due to lot number being unknown.

Event description:
(B)(6) called to report the death of (B)(6). Date of death was (B)(6) 2011. Cause of death was reported as multiple myeloma. Place of death hospice. (B)(6) was not wearing the pump at the time of death, (B)(6) stopped wearing the pump (B)(6) 2011. (B)(6).